Event description:
Dr. Requested a raptor for the removal of a stent. Raptor was opened from the package. The raptor jaws were in the open position. The rn attempted to close the device however the mechanism was not moving. Rn had to use excessive force to attempt to close the device. The mechanism eventually disengaged after continued pressure. However, rn and provider were not comfortable using the equipment on the patient. Raptor was never placed in the patient. There is a "clicking" feeling in the mechanism.